Event description:
It was reported by the customer that a bd pyxis¿ medstation¿ es all stations cannot be login to all stations. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
Additional information: section h imdrf annex codes: a review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 04-aug-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the users were unable to login to all the stations. A technical support specialist (tss) logged into the server and found 169 devices subscribed and the last reboot was about 23 days ago. So, the tss called the customer and confirmed that the issue had been resolved by the customer. The system functioned as intended after the issue was resolved.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all stations cannot be login to all stations. The customer stated that there was a delay in dispensing medication to a patient. There were no adverse events or injuries reported based on this event.